Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Unable to verify for low reservoir alarm due to act button response. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken insulin pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump alarmed button error; alarm cleared and now received a low reservoir alarm. Customer stated the buttons are getting stuck. Customer reports that she suspended the use of the device after it alarmed button error. Blood glucose level 161 mg/dl. Nothing further reported.